Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited oversensing. Inappropriate anti-tachycardia pacing (atp) was delivered for t-wave oversensing. Technical services (ts) reviewed and recommended programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited oversensing. Inappropriate anti-tachycardia pacing (atp) was delivered for t-wave oversensing. Technical services (ts) reviewed and recommended programming options. This device remains in service. No adverse patient effects were reported.